Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 182 mg/dl, 97 mg/dl, 194 mg/dl, 89 mg/dl, 147 mg/dl, 148 mg/dl and 113 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.